Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported slda appears to be a cascading effect of the clip opening. The tissue injury appears to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed to address the leaflet injury. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event is estimated. The UDI is unknown due to the part/lot number was not provided. Date of implant is estimated. Attachment: article titled ¿after mitraclip placement".

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, an anterior prolapse, and a sclerotic mitral valve. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip slightly opened. The clip then detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted a posterior leaflet tear was observed. Mr reduced to a grade of 1. Additional information can be found in the article titled, ¿after mitraclip placement¿.